Event description:
It was reported that this right ventricular (rv) lead pacing impedance had risen abruptly to high out of range greater than 2500 ohms a few months ago, and have remained high out of range since. There was also observation of noise that was oversensed causing inappropriate anti-tachycardia pacing (atp) therapy to be delivered. The shock channel provided that there was no pacing inhibition. The tachy mode was programmed off in response. The lead remains in-service. No additional adverse patient effects were reported.